Event description:
It was reported that during the implant procedure, an issue occurred where the set screw could not tighten on the right ventricular port, a user concern about a header issue was also noted on the implantable cardioverter defibrillator (ICD). The physician elected to replace the ICD. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 coding should have been prolonged surgery instead of no health consequences or impact.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.